Manufacturer narrative:
Additional information is being requested to obtain the implant date of the device. This report will be updated once this information is obtained.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of atrial fibrillation (af) resulting in inappropriate anti-tachycardia pacing (atp). Device data was sent to rhythmcare for review. Rhythmcare provided further troubleshooting options to be considered at the next follow up appointment. This device remains in service. No adverse patient effects were reported.